Event description:
It was reported prior to using the bd vacutainer® sst¿ blood collection tubes that one (1) tube had a broken tube wall. No patient impact reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® sst¿ blood collection tubes that one (1) tube had a broken tube wall. No patient impact report.

Manufacturer narrative:
Investigation summary: bd received four photos for lot 4232351 for investigation. The customer photos showed a tube with black dots scattered throughout the hemoguard shield, but no evidence of damage was observed in the photos. A total of 30 retained samples from batch 4232351 underwent visual inspections for foreign matter, damages, and brittleness, with all samples passing the tests. Similarly, 30 retained samples for lot 4262565 were visually inspected for damages and 10 for brittleness, with all samples passing these inspections as well. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - biological and unconfirmed for the indicated failure mode: broken leaking for lot # 4232351. Also, this complaint has not been confirmed for the indicated failure mode: cracked tube for lot# 4262565. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.